Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). One device was returned for analysis. Visual inspection found contamination to the battery compartment. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the latch lock flex optical sensor. As a result, the downstream sensor, optical switch, main board and front/rear cases were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a continuous alarm. There was unknown patient involvement, no patient injury was reported.